Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that a partial array break occurred. During withdrawal into an unspecified sheath, one of the "balloon branches" of a intellamap orion catheter got broke. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: unit returned in a generic plastic bag. The unit returned has distal end damage, as part of overall visual revision. The device has a broken spline from the white collar on the array. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that a partial array break occurred. During withdrawal into an unspecified sheath, one of the "balloon branches" of a intellamap orion(tm) catheter got broke. The procedure was completed with another of the same device. No patient complications were reported.